Event description:
I used the icy hot therapy back patch in 2008 for less than 8hrs and when I went to take it off it stuck to my back. It pulled the skin off of my back. I was in terrible pain and had second degree burns in two places on my back. At no time while I was wearing it, did I feel like it was burning me. I did not sleep on it. I was wearing it during the daytime. I was blistered and burned and had to go to the dr for treatment. He was the one that confirmed that they were second degree burns. I had used them in the past without any problems. I used bacitracin and gauze pads until I could get into the dr. Then he prescribed a burn cream. Total treatment time was for about 10 days in 2008. By then the pain had subsided, but the scars are still apparent today. Date of use: 2008. Diagnosis or reason for use: low back pain.